Event description:
Specks of blood were noted in the tubing of the iab. The surgeons were notified of a possible leak. The iab was removed via an emergency sternotomy in the pt's room. Co received this complaint on 10/7/96 via the mandatory medwatch form from the user facility; (uf/dist report #0000050231-1996-0002). The iab was not returned to co for eval. The iab was not released by the facility.